Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on results of the investigation, the observed foreign material on the control section could not be identified and a definitive root cause of the issue could not be determined, as there was no observed deformation that might result in the retention of foreign material, however, the facility device reprocessing was confirmed to not have been implemented in accordance with the IFU and the issue was likely the result of insufficient device cleaning/reprocessing. Additionally, a definitive root cause of the observed insertion tube coating peeling issue could not be determined, however, the issue was likely the result of repetitive use stress, user handling/mishandling and or external factors. The issues may be detected/prevented by following the instructions for use sections below: instruction manual 7.5 main cleaning. Cleaning external surfaces. Prepare a container with a lid for cleaning solution and fill it with cleaning solution adjusted to the temperature and concentration specified by the cleaning solution manufacturer. Immerse the endoscope body in the cleaning solution. Wipe the outer surface with a sponge, gauze, or paper towel in the cleaning solution. Visually check that no dirt remains on the outside surface. Instruction manual 3.2 preparation and inspection of the endoscope. Inspecting the endoscope body. Visually check that there are no scratches, chips, deformations, or other abnormalities on the exterior of the control panel. Visually check that there are no bends, kinks, bulges, or other abnormalities in the soft part near the boundary between the bending part and the insertion part. Check that there are no abnormalities on the appearance of the insertion tube, such as cracks, dents, bulges, edges, protruding metal wires from inside, protrusions, floating resin, or peeling. Gently grip the insertion tube with your hand and slide it along its entire length, making sure there are no snags around the entire circumference. Also, check that the soft parts are not abnormally hard. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The cds (cleaned, disinfected, sterilized) form was completed by customer as follows: the customer cleaned, disinfected, and sterilized the device before sending it back to olympus. The customer believes the foreign matter might be from water leakage confirmed during cleaning, and cellophane tape was attached to the leakage area. There is a possibility that there was some residue left after removing the cellophane tape. It is unknown if there was any delay in the start of precleaning. There were no abnormalities in the accessories used for reprocessing. The customer presoaked the endoscope in the detergent solution. The customer wiped/brushed all external surfaces of the endoscope with clean lint-free cloth, brush or sponge. The device was returned and evaluated, and in addition to the malfunction documented in b5, the additional evaluation findings are as follows: ud plate fluid leakage, tip part ig bundle (image guide bundle/fiber) leakage, operation part angle abnormal noise, insertion part bend tube angle insufficient, insertion part curved rubber adhesive part chipped, insertion part soft tube collapsed, insertion part soft tube buckled, and insertion part curved tube collapsed. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the tracheal intubation fiberscope had a leak. The device was returned for evaluation. During the device evaluation, foreign matter was found on the control section and the coating of the connecting tube was peeled. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.